Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was confirmed on the rv lead. An attempt was made to add a lead, but there was a vecule blockage and the lead could not be added. This lead was capped and it was decided to replace it with a leadless pacemaker.